Event description:
It was reported that the device untimely switches off. This problem was detected in the workshop, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is either the battery pin or the printed wire assemble (pwa) board. The battery pin bushing was adjusted and the pwa board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.